Manufacturer narrative:
Surgery was on patient's right eye. Evaluation codes: results: a visual inspection of the returned product found the lens optic is torn. Pieces of optic and piece of haptic along with more than half of other plate haptic is torn off and missing. There was evidence of clear surgical residue on product. Conclusions: based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic. The lens was torn during insertion into the eye. The surgeon cut the lens to remove from the eye. No sutures were required. There was no patient injury. Backup lens, same model and diopter was implanted without any incident. Cause of lens tear was loading error by the tech.

Manufacturer narrative:
(B)(4). Conclusions: based on the complaint history, it was determined that the root cause of this event was due to user error #427826. Device has not been returned.